Manufacturer narrative:
B3: the date of event is an estimation as the actual event date was not provided. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed at an unknown date. This report is for user one (1) of two (2). The consumer reported a false negative result with the binaxnow covid-19 ag self test performed at an unknown date. The consumer visited her healthcare provider and received a positive result with a dual test for flu/covid (brand and date of test unknown). The consumer noted having symptoms, but specific symptoms were not provided. The consumer mentioned being in good health and managing her covid. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date of event is an estimation as the actual event date was not provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 898557a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-180 / lot 898557a, device part number 195-430wjr/ lot 898557. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 898557 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to self-test user performance or the specific patient sample.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed at an unknown date. This report is for user one (1) of two (2). The consumer reported a false negative result with the binaxnow covid-19 ag self test performed at an unknown date. The consumer visited her healthcare provider and received a positive result with a dual test for flu/covid (brand and date of test unknown). The consumer noted having symptoms, but specific symptoms were not provided. The consumer mentioned being in good health and managing her covid. No additional patient information, including treatment and outcome, was provided.